Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the consumer via the manufacturer representative (rep) reported that a patient was implanted two month pri or with an octad and intellis implantable neurostimulator (ins). The patient was not satisfied and thus was switched to conventional using a bipole (+-), 60hz, 270us. The recharge intervals were quite small, having to recharge every two days. After the last programming session, keeping the same settings at cycling mode but adding new ones in other groups, the programmer showed an out of regulation (oor) message in some programs. The patient left with the original settings but after one day the battery was depleted and also while they decrease the intensity to 8.5, they were not able to increase their intensity above 9.2. When trying at another time, they couldn't go above 9.5 a or 9a. General outcome was that the patient was not satisfied. Although they feel paresthesia coverage at painful area, they had no pain relief yet. No further complications were reported. Additional information received that it was reported that due to the settings and potential current high impedance measurement the ins was not able to deliver higher intensity. There was a clarification that the battery was not depleted. When settings changed, the oor showed at higher intensity values. The settings were changed allowing the patient to increase more the intensity. The device was implanted and functional. No further complications were reported/anticipated.